Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, a specific cause of the reported events could not be conclusively determined through this evaluation it was reported that the patient passed away on (B)(6) 2021 due to low cardiac output, multi-organ failure, and sepsis. It was reported that no autopsy was performed and the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 26mar2021. The current revision of the heartmate 3 lvas instructions for use (IFU), lists bleeding, infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this IFU lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted on (B)(6) 2021 with breathlessness and fever. The device operated as expected. The patient had a history of hypertension, type 2 diabetes mellitus (dm), acute kidney injury (aki) (post hemodialysis), arrhythmia in 1998, post implantable cardioverter defibrillator (ICD) in 2011, and severe left ventricular dysfunctions. The patient underwent a computed tomography (CT) scan which showed pneumonia. A 2d echocardiogram showed severe left ventricular dysfunction. Due to cardiogenic shock, the patient required ventilatory support for a couple of days. Even after weaning from ventilator, the patient was breathless at rest and required bilevel positive airway pressure (bipap) support. The patient was transferred to another hospital for further evaluation and management. The patient was hospitalized on (B)(6) 2021. Primary blood reports reveled, hb: 8.9/tlc: 7800, platelets 135, urea: 90, creat 4.2, albumin 2.3, sgot 49, sgpt: 353. The patient was admitted to the intensive care unit (ICU) and started on intravenous (IV) antibiotics, nebulization, inotropic support, and bipap with all other necessary medications.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient expired on (B)(6) 2021 due to low cardiac output, multiorgan failure, and sepsis. The device will not be returned for evaluation. No autopsy will be performed. The outcome was not device or therapy related. The patient was admitted on (B)(6) 2021 with breathlessness and fever. The device operated as expected. The patient had a history of hypertension, type 2 diabetes mellitus (dm), acute kidney injury (aki) (post hemodialysis), arrhythmia in 1998, post implantable cardioverter defibrillator (ICD) in 2011, and severe left ventricular dysfunctions. The patient underwent a computed tomography (CT) scan which showed pneumonia. A 2d echocardiogram showed severe left ventricular dysfunction. Due to cardiogenic shock, the patient required ventilatory support for a couple of days. Even after weaning from ventilator, the patient was breathless at rest and required bilevel positive airway pressure (bipap) support. The patient was transferred to another hospital for further evaluation and management. The patient was hospitalized on (B)(6) 2021. Primary blood reports reveled, hb: 8.9/tlc: 7800, platelets 135, urea: 90, creat 4.2, albumin 2.3, sgot 49, sgpt: 353. The patient was admitted to the intensive care unit (ICU) and started on intravenous (IV) antibiotics, nebulization, inotropic support, and bipap with all other necessary medications. 2d echo: ef 19%, rwma, mild-mod tr, mobile lv mass (1.4 x 0.6 cm) attached to lv wall, tapse: 2.6, la/lv dilated, tr: mild (2+),ar: trace, rvsp: 66mmhg, ra: 15mmhg, ivc: collapsing < 50 %, leads seen in ra/rv. X ray showed cardiomegaly, pleural effusion (right>left) & pacemaker in situ. Bilateral consolidation. In view of dm, low urine output, aki, and pleural effusion, endocrinology and nephrology consultations were performed. A left pleural effusion was drained on (B)(6) 2021, approximately 500 ml of serosanguinous fluid. A CT scan revealed congestive changes in lungs with septal thickening with identified alveolar opacities in the right upper lobe and mild central ground glass haze with bilateral pleural effusion (right greater than left) with left ICD and basal atelectasis. Hemodialysis was started per nephrology advice. On (B)(6) 2021, a culture suggested yeast growth and the patient was treated with sensitive antibiotics accordingly. A cardiology review was done for automatic ICD (aicd) programming. The patient had an intra-aortic balloon pump (iabp) inserted. A blood culture report (sent on 29mar2021, report received on 31mar2021) showed chryseobacterium gleum (insignificant in numbers) and klebsiella pneumonaie ssp (insignificant in numbers). Upon further treatment of the patient¿s heart failure, a left ventricular assist device (lvad) was suggested. The patient and caregiver accepted. The patient underwent a heartmate 3 implant and left ventricular clot removal on (B)(6) 2021 using cardiopulmonary bypass (cpb). Ascending aorta was clamped and cardioplegia was delivered. Left atrium was opened and clot was removed. The aorta was unclamped. The left ventricle (lv) was first cored under guidance of transesophageal echocardiogram (tee) and apical cuff was sutured with 12 pledgeted 2-0 ethibond sutures. Due to issues of bleeding near apical cuff suture lines, additional 19 sutures were taken with additional ptfe felt during procedure. Due to bleeding, blood and blood products were required to be given. Hemofiltration was used during cpb. Nitric oxide was used to support right ventricular function and pulmonary vascular resistance (pvr). Post cpb, mean pressures were found to be low, at 45 to 50 mmhg. Inotropes were titrated per hemodynamics monitoring and calculations of systemic vascular resistance (svr) and pvr. Besides inotropes, an iabp was planned to continue on heartmate 3 support. Blood and blood products were given as needed. Over time, bleeding reduced but the patient continued to have generalized whooshing. Heart was packed with roller gauze and sternum was closed with 3 wires. The patient was shifted to the ICU. While in the ICU, the patient had 2 cycles of cytosorbs. The patient was on continuous renal replacement therapy (crrt) dependent for urine output. Sorbs were used. On (B)(6) 2021, the roller gauze was removed and total sternum closure was done. Blood and blood products were given to maintain hematological parameters. Despite many transfusions, in view of high international normalized ratio (inr) (7.89 on (B)(6) 2021) and drop in platelets (45,000 on (B)(6) 2021), fresh frozen plasma (ffp) and platelets were given. Mean pressure remained low. Iabp was continued. Blood and wound swabs culture (sample sent on 06apr2021, reports received on 08apr2021) showed pseudomonas aeruginosa and showed resistance to most of the antibiotics. Antibiotics were modified per sensitivity reports. The patient developed peeling over the abdomen and blebs over left arm. A plastic surgeon was consulted and the patient was treated accordingly. The patient started showing septic response despite accelerating inotropic support. A bronchoscopy was done on (B)(6) 2021, revealing clots in left lower lobes. Suction was done. Bronchoalveolar lavage (bal) sent for evaluation showed acid-fast bacilli (afb) stain negative. Lab reports on 09apr2021 showed hb: 11.2, tlc: 23,200, platelets 50,00 urea: 47, creat: 0.5 inr, 2.19. As per multidisciplinary team approach, the patient was treated with crrt, antibiotics change, accelerating inotropic supports, and blood and blood products replacement as needed. The patient¿s liver function was deranged. The patient¿s bilirubin increased to 15.47 mg/dl on (B)(6) 2021. On (B)(6) 2021, the patient developed severely low cardiac output and cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed as per advanced cardiac life support (acls) protocols. Despite best resuscitation efforts, the patient could not be revived and was declared dead on (B)(6) 2021.